Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 84 mg/dl and the sensor glucose was 330 mg/dl at the time of the incident. Patient's blood glucose at time of incident was 379 mg/dl and current blood glucose was 352 mg/dl. Sensor glucose and blood glucose difference was 246 mg/dl. The blood glucose was 213 mg/dl and sensor glucoses was 196 mg/dl. Customer reported the following symptoms related to their high blood glucose was a little bit of difficulty breathing. Based on customer report customer does not allege pump was under delivering. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 84 mg/dl. Suspend on low limit in sensor settings was 50 mg/dl. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will be returned for analysis.